Event description:
Two weeks after a catheter replacement, it was reported that a patient experienced increased spasticity. Since the catheter replacement, the patient had a corset. An x-ray was performed and revealed a catheter break; the hcp replaced the catheter that same day ((B)(6) 2011). It was also noted that "the doctor has been experiencing the catheter troubles on the same patient for 8 times, and he has no clue what can be the cause of these troubles." A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).